Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays error 8045 on screen. It was reported to philips that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported by the customer.